Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation was performed on the returned device and found p1 transducer failed pressure test. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with an electrical component failure. Factors which could have contributed to the reported event include a defective transducer. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a procedure, the flow of a control unit dyonics 25 was not consistent and not accurate. The flow was set on 0,5 but the cannula outflow was more than the set flow. The procedure was completed using the reported device. A non-significant surgical delay and no further complications were reported.